Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving clonidine and dilaudid (doses and concentrations unknown) via an implantable pump for non-malignant pain. In 2015, when the pump was filled, there was more medication than expected. A myelogram was performed and was normal. No patient symptoms were reported. Additional information has been requested regarding the cause of the event and the actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.